Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During oxford knee replacement surgery, it was discovered that the plastic wrapping surrounding the implant was cracked and open. There was also a powder film on the plastic and the implant. Surgery was completed using another device.

Event description:
During oxford knee replacement surgery, it was discovered that the plastic wrapping surrounding the implant was cracked and open. There was also a powder film on the plastic and the implant. Surgery was completed using another device.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.